Manufacturer narrative:
This event occurred in (B)(6). Device manufacture date: the year is the only known part of the manufacture date. We have defaulted to the first of the year. The reporter's product was requested for investigation. The device is unavailable for return.

Event description:
The initial reporter complained of a malfunction of an accu-chek safe-t-pro plus lancet device. The reporter stated when the treating nurse used the device on the patient, the device punctured the patient twice due to a malfunction of the lancet needle retraction system. No serious injuries were reported.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
Hold smp 1.21 2)review